Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an vats lobectomy procedure that when the outer box ec60a (lot number r94m8w) was opened the device inside was an ec45a (lot number r94k15). Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5a530. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event describe could not be confirmed as no packaging, tyvek or blister were returned for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.